Event description:
It was reported to philips the device screen turned gray/white preventing visibility during monitoring of patient. The device was in use on a patient and there was no adverse event to patient or user.